Manufacturer narrative:
B3: event date is asked/unknown continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh90t01, lot#serial#: (B)(6), product type: mobile platform. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid and an unknown drug via an implantable pump for non-malignant pain. It was reported that their pump was not working. The patient stated when they went through the whole process to get a bolus, the handset got stuck at 90% and did not connect to anything. The patient mentioned that they were supposed to be getting 4 boluses per day. The agent walked the patient through clearing the app and attempting to connect to the pump. The patient was able to successfully connect and deliver a bolus. However, the patient was convinced the bolus was not actually delivered, and it just burned a bolus without giving it to them. The agent reviewed information and encouraged the patient to create a journal of these attempts. The patient said they would have an appointment on friday with their managing healthcare provider (hcp). The patient was redirected to their healthcare provider (hcp) to further address the issue. They mentioned they were in a lot of pain.